Event description:
During transfer the patient slipped out of the sling and fell to the floor. After the incident, the care giver noticed that the left leg loop on the sling not was seated inside the sling bar hook. The patient suffered temporary confusion from a cranial trauma. Reference MFR report # 8030916-2013-00083.